Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was not working. A field service engineer checked and found that the printer was not working correctly, then configuration was reviewed and tested, but the issue persisted, so the printer was replaced and configured. A technical support specialist then dialed into the station using remote support service, reviewed the printer settings, followed the knowledge article for configuring zd410 zebra printers in windows 10, updated the settings, and performed a test print, which was successful. The system functioned as intended after the technical support specialist and field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station 4nw mlm print quality faded intermittently when labels were printed. However, there were no delays or adverse events or injuries reported based on this event.